Manufacturer narrative:
Analysis of the implantable neurostimulator found that there was reduced battery capacity due to over discharge which is a procedural non-conformance. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for peripheral neuropathy. It was reported that the patient could not get the ins to turn on and that they have tried charging the battery but it was not working. The programmer was showing the poor communication screen ("3 crazy insignias"). The patient stated that they let the ins go dead and that they weren't able to connect with the external devices. The patient had stopped charging because they were dependent on their medication and now they could not feel stimulation. The patient was redirected to an hcp to address the possible over discharge. Additional information was reported on (B)(6) 2018, that the patient's primary care physician will now allow for a manufacturing representative (rep) to use their facility to jump start the patient's ins. The patient asked if a rep could meet at where they had the ins implanted. The role of a rep was reviewed with the patient. No further information was reported. Additional information was received from a health care provider regarding the patient on (B)(6) 2019. It was reported that on (B)(6) 2019, the patient had the implantable neurostimulator replaced due to normal battery depletion. There were no further complications reported or anticipated.